Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support pulmonary artery diastolic pressure was around 12 to 15, left ventricle diastolic pressures were very low at all times. There were also suction alarms and low purge flow. The physician suspected that the sensor was faulty and was too sensitive as positioning was good on the echocardiogram. In addition, the patient¿s right leg was mottled and there was no doppler for pedal pulses in right leg. The patient was also bleeding from various sites and was given blood products. Heparin remained in the purge and systemically. The patient decompensated, return of spontaneous circulation was unable to be achieved and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. The returned product was visually inspected and a damaged kink protector was observed. The pump was connected to a console and no placement signal was observed and a controller failure alarm triggered. The light optics were used and damage to the optical line was observed in the red handle next to the kink protector.

Event description:
Us complainant reported that the patient (pt) was placed on impella cp for hemodynamic support. It was reported that pulmonary artery diastolic pressure was around 12 to 15, left ventricle diastolic pressures were very low at all times. There were also suction alarms and low purge flow. Consistent wave form trends appearing to be diastolic function. The physician suspected that the sensor was faulty and was too sensitive as positioning was good on the echo. It was reported that the pt¿s right leg was mottled and pedal pulses in right leg unable to be dopplered. The pt was bleeding from various sites and was given blood products. Heparin remained in the purge and systemically. It was reported that the patient expired.